Manufacturer narrative:
Information on replacement part numbers was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that monitor and geometry pc were slow to boot with intermittent blank display on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.